Event description:
Provider states cable is shorting.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.

Event description:
Provider states cable is shorting.